Event description:
It was reported that the actual residual volume was greater than the expected reservoir volume. The expected reservoir volume was 2 ml; the actual reservoir volume was 18 ml. The pt did not experience any return of symptoms or withdrawal. A rotor study was performed, there was no movement. Since the pt was not having any adverse effects, no intervention was planned. The pt was given a prescription for oral pain medication if needed. The drug contained in the pt's pump was not reported.